Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five devices were received for evaluation. One event was duplicated during testing. Three events were not duplicated; however, the devices were found to be outside of specifications. Four devices were found to have widespread internal corrosion. One device evaluation is in progress. One device is available for evaluation but has not yet been received. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 6 malfunction events, in which the device overheated. One reported event had no patient involvement; no patient impact. Two reported events had patient involvement with no patient impact. One reported event had no known patient involvement or patient impact. Two reported events had patient involvement; patient was burned; however, no other adverse consequences are known.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; one event was not duplicated; however, the device was out of specifications. One device was found to have corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use. Correction: one device was expected for evaluation; however, the device was not available.

Event description:
This report summarizes 6 malfunction events, in which the device overheated. One reported event had no patient involvement; no patient impact. Two reported events had patient involvement with no patient impact. One reported event had no known patient involvement or patient impact. Two reported events had patient involvement; patient was burned; however, no other adverse consequences are known.